Event description:
The consumer was sitting on the seat of the rollator when the screw that holds the caster wheel on the front right fork allegedly broke, causing the consumer to fall and hit his head and arm. No serious injury is alleged. (B)(4) - retrospective review of this file based on protocol (B)(4) determined this is an MDR.